Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2023) .

Event description:
It was reported that during an angioplasty procedure in left radial artery, the pta balloon allegedly detached. It was further reported that the balloon allegedly difficult to remove. Reportedly, fragment was removed successfully using snare. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx in two segments was received for evaluation. Additionally, an unknown sheath with snare inserted at the distal end was also returned. Visual evaluation showed segment 1 consisted of the hub and catheter portion that had a complete circumferential break. Segment 2 consisted of the remaining portion of catheter and balloon still loaded onto a guidewire. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported catheter detachment as the device was returned detached in two segments. However, the investigation is inconclusive for the reported sheath removal difficulty as functional testing could not be performed due to the nature of the complaint. A definitive root cause for the alleged catheter detachment and sheath removal difficulty could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023), g3 h11: b5, e1, e4, g2, h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in left radial artery, the pta balloon was allegedly difficult to remove through the sheath. It was further reported that the balloon allegedly sheered in half. Reportedly, the detached parts were able to be removed completely from the body using a snare. The procedure was completed using another device. There was no reported patient injury.